Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 200mg/dl. The customer also mentioned having blood glucose levels over 500mg/dl. Troubleshooting occurred, and it was determined that the customer had a bent cannula. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.